Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the pacemaker exhibited low pacing impedance. The pacemaker was not implanted and an alternate near at hand was implanted on (B)(6) 2019. Patient condition was stable.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of low pacing lead impedance was confirmed. The device was received in one piece for analysis. Interrogation showed low lead impedance measurements. Final analysis of device image was normal with no anomalies. Low lead impedance measurement could not be reproduced after reloading product code. Functionality testing was normal with no anomalies. The cause of the low lead impedance measurement could not be determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.